Event description:
After femoral bone preparation and trial, the surgeon tried to put the chosen cementless stem into the bone. But the cementless stem did not acquire any stability in the medullary canal as intended and sunk down. The surgeon had to remove the stem and tried other stems until he found a cemented stem with sufficient stability. The surgeon also had to change the metaphyseal components, because he was not able to properly screw the metaphyseal components on the stem. He managed the combination with the fact that he additionally used cement for the fixing. This took several additional hours.

Manufacturer narrative:
Follow-up 2 (05/29/2020): the information received so far indicates that the event can essentially be attributed to the surgeon's lack of experience with the system. However, further investigation is needed to identify other factors which may have contributed.

Event description:
After femoral bone preparation and trial, the surgeon tried to put the chosen cementless stem into the bone. But the cementless stem did not acquire any stability in the medullary canal as intended and sunk down. The surgeon had to remove the stem and tried other stems until he found a cemented stem with sufficient stability. The surgeon also had to change the metaphyseal components, because he was not able to properly screw the metaphyseal components on the stem. He managed the combination with the fact that he additionally used cement for the fixing. This tooks several additional hours.

Manufacturer narrative:
Initial narrative (04/01/2020): the concerned device is part of a compassionate use request and therefore a "compassionate use device". The approval no. For this case is # (B)(4). The patient (B)(6) is a 52-year-old male with a confirmed diagnosis of grade ii chondrosarcoma of the left pelvis; the tumor was located at the lower ilium/acetabulum and superior pubic rami. According to the surgeon, comprehensive treatment involved wide tumor resection in the pelvis as well as surrounding tissues. Subsequently, the patient will required reconstruction of the defect in order to restore hip function and weight-bearing status. To date, it is not reported that this incident and the resulting extension of the operating time will have an impact to the patient. Based on the analysis of the production records, no deviations were detected. Follow-up_1 (04/30/2020): the investigation could not be completed yet due to insufficient information. Additional information has already been requested. The next follow-up will be provided within the next 30 days. Follow-up 2 (05/29/2020): the information received so far indicates that the event can essentially be attributed to the surgeon's lack of experience with the system. However, further investigation is needed to identify other factors which may have contributed. Follow-up 3 (03/17/2021): the affected implant was not available for an examination. Since no photographs are available either, it was not possible to perform an optical examination on the implant. The instruments used have been reviewed within the internal control process without finding any defect. The manufacturing documents do not show any deviations during production. According to a description of the surgical procedure, a 12mm drill bit that was used during predrilling for the use of the bone rasp. According to the surgical technique, however, only an 11mm drill bit should have been used for a mutars® rs stem cementless sz.14/150mm. Thus, there is a possibility that too much bone material was removed, so that the tip of the stem had too much clearance and could therefore sink too deeply into the medullary canal. Based on the available data, a technical cause for this incident, which can be addressed to the implant or the instruments, could not be determined. This event was possibly caused by a user error, which can be attributed to the surgeon's lack of experience with the system. The current occurrence rate does not exceed the specified limit value. Remark implantcast gmbh: this event occurred with a compassionate use device. It only became known to implantcast in july 2020 that the MDR process according to 21 cfr 803 does not apply to compassionate use devices, as these are not officially approved medical devices in the USA. This case should therefore not have been reported under 21 cfr 803 to the FDA in the past. However, we are reporting the current follow-up 3 of this case to the FDA the same way as initial and follow-up 1 and 2 in order to close the case substantively.

Event description:
After femoral bone preparation and trial, the surgeon tried to put the chosen cementless stem into the bone. But the cementless stem did not acquire any stability in the medullary canal as intended and sunk down. The surgeon had to remove the stem and tried other stems until he found a cemented stem with sufficient stability. The surgeon also had to change the metaphyseal components, because he was not able to properly screw the metaphyseal components on the stem. He managed the combination with the fact that he additionally used cement for the fixing. This tooks several additional hours.

Manufacturer narrative:
Follow-up_1 (04/30/2020): the investigation could not be completed yet due to insufficient information. Additional information has already been requested. The next follow-up will be provided within the next 30 days.

Manufacturer narrative:
The concerned device is part of a compassionate use request and therefore a "compassionate use device". The approval no. For this case is # (B)(4). The patient (B)(6) is a (B)(6)-year-old male with a confirmed diagnosis of grade ii chondrosarcoma of the left pelvis; the tumor was located at the lower ilium/acetabulum and superior pubic rami. According to the surgeon, comprehensive treatment involved wide tumor resection in the pelvis as well as surrounding tissues. Subsequently, the patient will required reconstruction of the defect in order to restore hip function and weight-bearing status. To date, it is not reported that this incident and the resulting extension of the operating time will have an impact to the patient. Based on the analysis of the production records, no deviations were detected.

Event description:
After femoral bone preparation and trial, the surgeon tried to put the chosen cementless stem into the bone. But the cementless stem did not acquire any stability in the medullary canal as intended and sunk down. The surgeon had to remove the stem and tried other stems until he found a cemented stem with sufficient stability. The surgeon also had to change the metaphyseal components, because he was not able to properly screw the metaphyseal components on the stem. He managed the combination with the fact that he additionally used cement for the fixing. This took several additional hours.